Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level was over 600 mg/dl. The customer was treated with pump. The customer stated that the received a battery out limit alarm while wearing the pump. The customer stated that the pump was going blank and not delivering the insulin. Customer stated that there was a blurry spot on the screen. The customer was advised to send a replacement battery cap. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.